Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he has experienced a hypoglycemic event of which the receiver never alerted him. Pt states that cgm was reading 74 mg/dl at the time of his hypoglycemia event but does not recall his bg levels. Pt's girlfriend called the paramedics and pt was rushed to the emergency room where he was treated for 2-3 hours and where he received some orange juice among other treatments. At the time of his call to dexcom technical support pt reports he was doing fine.

Manufacturer narrative:
The device in question was returned to dexcom for evaluation. Laboratory testing revealed that the receiver was functioning properly. Dexcom considers this complaint closed.